Manufacturer narrative:
The device was returned to animas and investigated by product analysis on (B)(6) 2016 with the following findings: on examination, there was visible moisture behind the display lens and in the battery compartment. The battery compartment was noted to be cracked and the threads on the returned battery cap were stripped and not able to secure tightly to the pump. A test cap was used to complete the investigation. On investigation, a call service alarm 052 occurred shortly after the pump was powered on. Complete testing of the device was not possible due to this call service alarm. Vibratory function was absent. Leak testing failed at the site of the battery compartment crack and at a crack at the top right corner of the display lens. The pump was opened for investigation and revealed moisture ingress throughout the pump¿s interior compartment; the call service alarm 052 occurs due to moisture on the printed circuit board. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.